Event description:
It was reported that during a percutaneous intervention (pci) procedure vessel perforation occurred. The "basically fully occluded" target lesion was located in the heavily calcified iliac artery. A 8x39 non-bsc nitinol self expanding stent was deployed to treat the target lesion; however, the device would not fully appose to the vessel wall. An unspecified non-bsc balloon expandable stent was advanced and also encountered difficulty apposing to the vessel wall. An unk synergy balloon catheter was advanced inside the previously implanted stents and inflated "multiple" times. A vessel perforation occurred. The balloon was reinflated to stop the bleeding. An unspecified covered stent was implanted to treat the perforation. There were no additional pt complications reported with the pt's current condition listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.